Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "2026-02-16 - 21:43 started treatment with ringer 1000 ml. The infusion went flawlessly with the first bag. Around 23:00, the bags were changed (1000 ml ringer acetate) set at 500 ml/h. The pump initially alarmed for accumulated air in the set. The air was removed and the set was reinstalled in the same pump. The infusion resumed with the same setting (500 ml/h). After about 2 hours, on (B)(6) 2026, it was noted that barely half of the fluid bag remained, which did not match the set rate. The pump still showed 500 ml/h without any further alarms. After another 30 minutes, only about 100 ml had been infused. The set and the 2nd bag were then moved to another infusion pump, after which the infusion continued according to the set and displayed rate."